Event description:
A nurse reported that an ophthalmic knife was found to be blunt. Procedure details and patient impact have not been provided. Additional information received indicated that the phacoemulsification with intraocular lens implant surgery was completed on the same day with another knife in the patient's left eye, and there was no patient harm reported.

Manufacturer narrative:
Additional information provided in the sections b5 and h6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in the section of d4. Additional information provided in sections h.6., and h.11. A sample was not received at the manufacturing site for evaluation for the report of blunt knives in left eye; therefore, the condition of the product could not be verified. A cpak lot number was identified, however the lot does not contain clearcut hp2 db slit 2.4mm knife therefore, a device history review, complaint history review, and non-conformance review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic knife was found to be blunt. Procedure details and patient impact have not been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).